Event description:
It was reported that during a percutaneous transluminal angioplasty, the balloon stuck on the wire. The 100% stenosed target lesion being treated was located in the severely calcified circumflex (cx) artery. The 1.5x15mm apex push balloon was advanced to the lesion and inflated to 18 atms. Following deflation, the balloon was stuck on the non-bsc guidewire. The balloon catheter and wire were removed together as a unit. The procedure was successfully completed with another device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, the balloon stuck on the wire. The 100% stenosed target lesion being treated was located in the severely calcified circumflex (cx) artery. The 1.5x15mm apex push balloon was advanced to the lesion and inflated to 18 atms. Following deflation, the balloon was stuck on the non-bsc guidewire. The balloon catheter and wire were removed together as a unit. The procedure was successfully completed with another device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the entire length of the device found no kinks or damage. The balloon had been inflated. No issues existed with the tip section of the device. A 0.015 inch mandrel was inserted into the tip where it travelled approximately 9cm through the wire lumen until it met with a restriction. The restriction was consistent with the wire lumen being stretched/collapsed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error. A labelling review identified that this device was not used per the directions for use (dfu) / product label. The product label states that the rated burst pressure for this particular device is 14 atmospheres. However, the complaint states that the balloon was inflated to 18 atmospheres. (B)(4).